Manufacturer narrative:
The real intelligence robotic drill, part number rob10013, serial number (B)(6), used for treatment, was returned for evaluation. The reported problem could not be confirmed with a visual inspection. The reported problem was not confirmed with a functional evaluation. Drill diagnostics were run and all kpc tests passed. Validation was performed where the burr was set to specific distances and measured, and all results were appropriate. A test case was performed, and the drill appeared to expose properly during the cut femur and tibia states. An image was provided and reviewed. It shows minor over-resections of the femur surface. Although the reported problem was not confirmed through a visual or functional evaluation, factors contributing to the reported symptom may have been associated with improper bur loading technique. The clinical/medical investigation concluded that a definitive clinical root cause of the reported event cannot be confirmed. It is unknown if the small bone defects were a possible result of user exceeding the recommended velocity; however, the field report documented no impact on the case which was completed with the same device without delay. Cori is a surgical tool designed to provide assistance to the surgeon; it is not a substitute for the surgeon¿s experience and skill. The surgeon is responsible for implant planning and the conduct of the surgery during which cori is being used. A review of manufacturing records indicates the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. A historical escalation event review was completed. The review determined that prior escalation actions are applicable to the part number or serial number and scope of this complaint, and no further escalation action is required. The failure mode and associated risk have been anticipated within the risk file. The risk level is still adequate. As part of corrective actions, the calibration step will be updated to reduce the likelihood of misuse by minimizing the potential for an improperly loaded (not fully inserted) bur to pass calibration. The failure mode will continue to be monitored through complaint investigation and trended through post market surveillance activities.

Manufacturer narrative:
The real intelligence robotic drill, part number rob10013, serial number (B)(6), used for treatment, was returned for evaluation. The reported problem could not be confirmed with a visual inspection. The reported problem was not confirmed with a functional evaluation. Drill diagnostics were run and all kpc tests passed. Validation was performed where the burr was set to specific distances and measured, and all results were appropriate. A test case was performed and the drill appeared to expose properly during the cut femur and tibia states. An image was provided and reviewed. It shows minor over-resections of the femur surface. Although the reported problem was not confirmed through a visual or functional evaluation, factors contributing to the reported symptom may have been associated with the burr not being inserted completely during setup. The clinical/medical investigation concluded that a definitive clinical root cause of the reported event cannot be confirmed. It is unknown if the small bone defects were a possible result of user exceeding the recommended velocity; however, the field report documented no impact on the case which was completed with the same device without delay. Cori is a surgical tool designed to provide assistance to the surgeon; it is not a substitute for the surgeon¿s experience and skill. The surgeon is responsible for implant planning and the conduct of the surgery during which cori is being used. A review of manufacturing records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. A historical review concluded that no prior escalation actions are applicable to the scope of the reported complaint. The failure mode and associated risk have been anticipated within the risk file. The risk level is still adequate. Based on the investigation, the need for a corrective action is not recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Event description:
It was reported that, during a cori assisted tka surgery, while distal milling, the surgeon and sales rep noticed that the burr of the real intelligence robotic drill seemed to over resect/plunge deeper than planned resection depth. Surgery was finished with the same device. No injury to patient or delay reported.

Manufacturer narrative:
Internal reference: case (B)(4).